Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, multiparous and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("hematometra"), genital haemorrhage ("irregular bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (pelvic exam under anesthesia, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, ovarian cyst, pelvic adhesions, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left and right: 5 trailing coils. Lot number: a22178. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient race, medical history, product lot number, removal date, rcc added. Event: medical device removal updated to event: pelvic pain, dysmenorrhea, pelvic pain, hematometra, irregular bleeding, pelvic adhesions, endometriosis and right ovarian cyst added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, multiparous and dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("hematometra"), genital haemorrhage ("irregular bleeding"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (pelvic exam under anesthesia, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, ovarian cyst, pelvic adhesions, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left and right: 5 trailing coils. Lot number: a22178, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received case became serious incident previous reported event injury was replaced by new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.